Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, the device is observed to be in good physical condition with no visible damage. The device?s event history log was reviewed for evidence of the reported event, "high alarm displayed: cassette not attached properly" was found multiple times. Functional testing was performed, and the reported problem was duplicated. The issue was caused by a scratched downstream sensor. To address the issue the downstream sensor was replaced. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: health effects - clinical signs and symptoms or conditions corrected

Event description:
It was reported that the cassette will not attach properly to the pump. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.